Manufacturer narrative:
H6 - investigation conclusions.

Event description:
It was reported the patient system was unable to disable MRI mode following an MRI. An abbott representative met with the patient and was able to successfully disable the patient¿s ipg from MRI mode using an orion exit tool (oet). Once the ipg was taken out of MRI mode, the patient controller and/or clinician programmer were able to bond with the ipg, and restored therapy.

Manufacturer narrative:
Date of event is estimated.